Event description:
It was reported to philips that the system gave an alert indicating the generator was busy starting. The user performed a reboot, and the system's monitor was unable to display, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the monitor unable to display in exam room. Upon checking with the customer, quote for evaluation and repair service was sent to customer however customer did not accept the quote and quote cancelled. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.